Manufacturer narrative:
A2 - age at time of event: 81 years old at the time of study enrollment.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into ranger (atrioventricular) av japan study, and the index procedure was performed on the same day. During the procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 40.0 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 5 mm 20 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 434 ml/min, resistance index of 0.68, systolic blood pressure of 130 mmhg, and diastolic blood pressure of 55 mmhg. On (B)(6) 2024, the first successful hemodialysis after index procedure was performed. During 3-month follow-up visit dated (B)(6) 2025, avf functional assessment revealed flow volume of 549 ml/min, resistance index of 0.64, systolic blood pressure of 151 mmhg, and diastolic blood pressure of 65 mmhg. During 6-month follow-up visit dated (B)(6) 2025, avf functional assessment revealed flow volume of 338 ml/min, resistance index of 0.74, systolic blood pressure of 152 mmhg, and diastolic blood pressure of 58 mmhg. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis including target lesion. Avf functional assessment revealed flow volume (fv) of 98 ml/min, resistance index (ri) of 1.0, systolic blood pressure of 137 mmhg, and diastolic blood pressure of 54 mmhg. There was no specific potential cause noted of reintervention. On the same day, 233 days post index procedure, 99% stenosis noted in left arm anastomosis (including target lesion) with 40 mm lesion length was treated by pre-dilatation using 5 mm x 20 mm non-boston scientific balloon and drug coated ballon angioplasty using 5 mm x 60 mm non-boston scientific balloon and the final residual stenosis was noted to be 20%. At the time of event, subject was on other anti-coagulant medications. On the same day, the outcome of the event was considered as resolved.

Manufacturer narrative:
A2 - age at time of event: 81 years old at the time of study enrollment. A4 - weight: 45.5 kg. E1: initial reporter email: added.

Event description:
Location: it was reported that restenosis occurred requiring additional intervention. On (B)(6) 2024, the subject was enrolled into ranger (atrioventricular) av japan study, and the index procedure was performed on the same day. During the procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 40.0 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 5 mm 20 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 434 ml/min, resistance index of 0.68, systolic blood pressure of 130 mmhg, and diastolic blood pressure of 55 mmhg. On (B)(6) 2024, the first successful hemodialysis after index procedure was performed. During 3-month follow-up visit dated (B)(6) 2025, avf functional assessment revealed flow volume of 549 ml/min, resistance index of 0.64, systolic blood pressure of 151 mmhg, and diastolic blood pressure of 65 mmhg. During 6-month follow-up visit dated (B)(6) 2025, avf functional assessment revealed flow volume of 338 ml/min, resistance index of 0.74, systolic blood pressure of 152 mmhg, and diastolic blood pressure of 58 mmhg. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis including target lesion. Avf functional assessment revealed flow volume (fv) of 98 ml/min, resistance index (ri) of 1.0, systolic blood pressure of 137 mmhg, and diastolic blood pressure of 54 mmhg. There was no specific potential cause noted of reintervention. On the same day, 233 days post index procedure, 99% stenosis noted in left arm anastomosis (including target lesion) with 40 mm lesion length was treated by pre-dilatation using 5 mm x 20 mm non-boston scientific balloon and drug coated ballon angioplasty using 5 mm x 60 mm non-boston scientific balloon and the final residual stenosis was noted to be 20%. At the time of event, subject was on other anti-coagulant medications. On the same day, the outcome of the event was considered as resolved. It was further reported that during the index procedure, the subject was advised to continue ongoing anti-coagulant medication therapy. On (B)(6) 2025, during the previously reported 3 months follow visit, there were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, during the previously reported 6 months follow visit, there were no clinical symptoms to indicate av access dysfunction. Index core lab angiography findings dated (B)(6) 2024 revealed that the target lesion was located in the anastomosis, with 5.2 mm reference vessel diameter, 28.86 mm length, and 71.15 % diameter stenosis. Dissection of type c occurred after pre-dilatation and resolved after test device usage. Post test device usage, the diameter stenosis was noted to be 11.76 %.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into ranger (atrioventricular) av japan study, and the index procedure was performed on the same day. During the procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 40.0 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 20 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm x 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 434 ml/min, resistance index of 0.68, systolic blood pressure of 130 mmhg, and diastolic blood pressure of 55 mmhg. On (B)(6) 2024, the first successful hemodialysis after index procedure was performed. During 3-month follow-up visit dated 18-mar-2025, avf functional assessment revealed flow volume of 549 ml/min, resistance index of 0.64, systolic blood pressure of 151 mmhg, and diastolic blood pressure of 65 mmhg. During 6-month follow-up visit dated 10-jun-2025, avf functional assessment revealed flow volume of 338 ml/min, resistance index of 0.74, systolic blood pressure of 152 mmhg, and diastolic blood pressure of 58 mmhg. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis including target lesion. Avf functional assessment revealed flow volume (fv) of 98 ml/min, resistance index (ri) of 1.0, systolic blood pressure of 137 mmhg, and diastolic blood pressure of 54 mmhg. There was no specific potential cause noted of reintervention. On the same day, 233 days post index procedure, 99% stenosis noted in left arm anastomosis (including target lesion) with 40 mm lesion length was treated by pre-dilatation using 5 mm x 20 mm non-boston scientific balloon and drug coated ballon angioplasty using 5 mm x 60 mm non-boston scientific balloon and the final residual stenosis was noted to be 20%. At the time of event, subject was on other anti-coagulant medications. On the same day, the outcome of the event was considered as resolved. It was further reported that during the index procedure, the subject was advised to continue ongoing anti-coagulant medication therapy. On 18-mar-2025, during the previously reported 3 months follow visit, there were no clinical symptoms to indicate av access dysfunction. On 10-jun-2025, during the previously reported 6 months follow visit, there were no clinical symptoms to indicate av access dysfunction. Index core lab angiography findings dated (B)(6) 2024 revealed that the target lesion was located in the anastomosis, with 5.2 mm reference vessel diameter, 28.86 mm length, and 71.15 % diameter stenosis. Dissection of type c occurred after pre-dilatation and resolved after test device usage. Post test device usage, the diameter stenosis was noted to be 11.76 %.

Manufacturer narrative:
A2 - age at time of event: 81 years old at the time of study enrollment.

Manufacturer narrative:
A2 - age at time of event: 81 years old at the time of study enrollment. E1: initial reporter email: (B)(6).

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into ranger (atrioventricular) av japan study, and the index procedure was performed on the same day. During the procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 40.0 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 20 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm x 60 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 434 ml/min, resistance index of 0.68, systolic blood pressure of 130 mmhg, and diastolic blood pressure of 55 mmhg. On (B)(6) 2024, the first successful hemodialysis after index procedure was performed. During 3-month follow-up visit dated 18-mar-2025, avf functional assessment revealed flow volume of 549 ml/min, resistance index of 0.64, systolic blood pressure of 151 mmhg, and diastolic blood pressure of 65 mmhg. During 6-month follow-up visit dated 10-jun-2025, avf functional assessment revealed flow volume of 338 ml/min, resistance index of 0.74, systolic blood pressure of 152 mmhg, and diastolic blood pressure of 58 mmhg. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound/angiography was performed which revealed target diameter stenosis 50% in the left arm anastomosis including target lesion. Avf functional assessment revealed flow volume (fv) of 98 ml/min, resistance index (ri) of 1.0, systolic blood pressure of 137 mmhg, and diastolic blood pressure of 54 mmhg. There was no specific potential cause noted of reintervention. On the same day, 233 days post index procedure, 99% stenosis noted in left arm anastomosis (including target lesion) with 40 mm lesion length was treated by pre-dilatation using 5 mm x 20 mm non-boston scientific balloon and drug coated ballon angioplasty using 5 mm x 60 mm non-boston scientific balloon and the final residual stenosis was noted to be 20%. At the time of event, subject was on other anti-coagulant medications. On the same day, the outcome of the event was considered as resolved. It was further reported that during the index procedure, the subject was advised to continue ongoing anti-coagulant medication therapy. On (B)(6) 2025, during the previously reported 3 month follow visit, there were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, during the previously reported 6 month follow visit, there were no clinical symptoms to indicate av access dysfunction. Index core lab angiography findings dated (B)(6) 2024 revealed that the target lesion was located in the anastomosis, with 5.2 mm reference vessel diameter, 28.86 mm length, and 71.15 % diameter stenosis. Dissection of type c occurred after pre-dilatation and resolved after test device usage. Post test device usage, the diameter stenosis was noted to be 11.76 %.